Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 07/2014 - initial use; electrode belt (B)(4): 05/2014 -reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent any inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) .

Event description:
A us distributor contacted zoll to report that a pt experienced two inappropriate defibrillation treatments. Atrial fibrillation at 159bpm and 150bpm with rapid ventricular response and motion artifact contributed to the two false detections. The pt was riding in a car at time of the event. The pt was conscious at the time of the event. There was a witness present in the car at the time of the event. A review of the downloaded data confirms the pt pressed the response buttons intermittently but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatments. The pt remained at home and is wearing the lifevest.